Event description:
Procedure: splenectomy. According to the reporter: there was bleeding after the device was applied and the procedure was converted to open. Bleeding was stopped by ligation. Blood loss was reported as more than 500cc. There was no transfusion.

Manufacturer narrative:
(B) (4). (B) (4).